Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were visually evaluated and the customer¿s indicated failure mode for missing separator gel with the incident lot was observed. It was also observed that the tubes did contain silica additive coating on the inner tube wall. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for missing separator gel with the incident lot was observed. Although, it was observed that the tubes did contain silica additive coating on the inner tube wall. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue during the separator gel dispensing process.

Event description:
It was reported that there was no gel in a bd vacutainer® sst¿ ii tube with hemogard¿ closure. This was observed before use and there was no report of injury or medical interventions.